Event description:
It was reported that multiple episodes of non-sustained right ventricular (rv) over-sensing were noted on a remote transmission that appears to be lead noise. The patient presented to the clinic and isometrics were performed. No noise was reproduced. The patient was asymptomatic and will continue to be monitored.